Event description:
(B)(6) 2016 09:41 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the ventilator failed the transducer sub-test and lost it's settings during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
No part was returned for our investigation, the hospital wanted to keep the ¿original¿ gas module. According to information from our service engineer the event were caused by a defective oxygen gas module. After replacement of a new oxygen gas module the ventilator was working according to design and was sent back to clinical service. A device logs evaluation showed that the device logs did not cover the specific and given date of event, but do cover the time for the field service engineer's visit and troubleshooting of the device. The logs confirmed that the flow transducer sub-tests were failing during the pre-use checks test and indicated unexpected values for the oxygen gas module flow. The information regarding ¿settings lost¿ cannot be confirmed in the logs. The alarm message ¿settings lost; restart ventilator¿ is a however an indication of a software error in the system, the recommended action in the users manual are restart the ventilator and perform a pre-use checks tests and check the ventilator settings. Based on this information above, it is our conclusion that the flow transducer sub-test failed due to an malfunctioning oxygen gas module and that issue was detected by the system. The root cause of why the gas module failed and loss of settings has not been determined, due to lack of returned parts for the investigation.

Event description:
(B)(4)